Manufacturer narrative:
Evaluation summary: host tissue was moderate to heavy at the stent inflow and minimal at stent outflow. Minimal to moderate host tissue overgrowth encroached into the tissue at the inflow aspect for approximately 1 mm and into the outflow for about 2 mm. Leaflet one and two were fused by host tissue overgrowth at commissure 2. Approximately 2mm of the free margins of both leaflets were folded over at this region. A section of the host tissue overgrowth may have been cut off; straight and even edges were observed on the remaining host tissue on leaflet one at commissure 2. Indentations were observed on about 2 mm of free margins of leaflet two and three at commissure 3. Host tissue overgrowth may have been removed at this region, as existing host tissue were visible on both leaflet two and three leading up to the free margins at commissure 3. No visible inconsistencies observed on the x-ray as the wireform and band was intact. Method: x-ray. This bioprosthesis, which is recommended for use in the mitral position, was implanted in the tricuspid position for approximately 17 months and was explanted due to tricuspid regurgitation resulting from abnormal tissue overgrowth on the ventricular side of the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Device (B)(4) host tissue overgrowth or pannus overgrowth. Device was received at our facility in (B)(4) and is (B)(4) route to our evaluation center in (B)(4). Method: (B)(4) device is not yet received for evaluation conclusion: (B)(4) device has not been received for evaluation at our facility. Additional manufacturing narrative: on (B)(4) 2011, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is currently en route from europe to the u.s. For evaluation

Event description:
Reportedly, the mitral valve was explanted after an implant duration of approximately one year and 5 months (17.17 months) due to tricuspid regurgitation. The customer reported abnormal tissue overgrowth on ventricular side of a ce magna mitral ease 29mm valve (implanted on (B)(6) 2010) in the tricuspid position. Per the explant operative report: indication: on (B)(6) 2010 the patient underwent a repeat tvr following a previous tvp and minimize. There was very soon a tl which is now symptomatic (at (B)(6) 2011). Normal coronary values. Retained left ventricle function. Also av-block, for which epicardial ddd pacemaker. Details of the (explant) procedure: the right atrium was opened parallel with the atrioventricular groove. We achieved good access to the tricuspid valve. The valve prosthesis has grown in well. When loosening the adhesions and removing the valve, we saw that the problem was actually the consequence of too much overgrowth of intima from the right ventricle. This impingement comes to half-way up the cusps, so that these were fairly immobilised. There is certainly no damage to 1 of the cusps, as was previously assumed. The valve was removed, together with all the sutures and pledgets. Rinsing. The right atrium was closed up again using a continuous prolene 4.0 suture. (B)(4).